Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the implantable cardioverter defibrillator and the right ventricle lead exhibited noise. Both implantable cardioverter defibrillator and right ventricle lead were explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. A partial lead was returned in two pieces. The cause of the reported event was isolated to the internal insulation abrasion found under the superior vena cava shock coil with abraded ring electrode ethylene tetrafluoroethylene cables.